Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 195 mg/dl. The customer's expected fasting blood glucose test result range is 90-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is less than 30 days. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:195 md/dl. Customer states stores supplies in the bathroom; instructed customer on proper storage technique and to keep supplies away from areas with high humidity such as the kitchen or bathroom. Customer insists the storage of supplies in the bathroom is not an issue and refuses to move supplies to another area without high amounts of humidity. Customer has not had any recent changes in diet, exercise, or medications.